Event description:
It was reported that the patient underwent total hip arthroplasty approximately seventeen years ago on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014 due to migration of the modular head in the acetabular cup which led to wear of the acetabular liner and posterior impingement. The acetabular liner and the modular head were replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.